Event description:
Several minutes after initiation of therapy there was noted; a steady drip of blood from the arterial/outlet side of the oxygenator was observed. Approx 20cc of blood loss occurred. The oxygenator was replaced without incident.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).